Event description:
It was reported that four of the filter legs were crossed upon deployment. Reportedly, the physician advanced and deployed the filter without difficulties. Post deployment imaging identified that four filter legs were crossed. The physician removed the filter and another ivc filter was successfully deployed. There was no report of pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The explanted filter was returned for eval. The filter was evaluated, and all six arms and six legs were present and intact. Heat was applied to the filter and the filter took the appropriate shape. All filter measurements made were found within spec. Despite attempts, case images were not available for eval. As films were not provided for review, the alleged crossed filter legs could not be confirmed. The complaint is inconclusive. The current IFU (instructions for use) states: warnings: delivery of the g2 x filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure. It is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: failure of filter expansion/incomplete expansion.